Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it to be in good physical condition, but noted to have a scratched screen. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Upon power up, device began double beeping, confirming the reported customer complaint. The downstream sensor was replaced as a result. The problem source has been determined to be unknown, revealing no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical cadd legacy had double beeped 'no cassette' during testing.